Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right atrial lead could not be fixed. The lead was not used and was replaced successfully. The patient was stable post procedure.

Event description:
New information received on 9/6/2018 indicating that the patient's "heart right atrium was special" and "the label stick wrong".